Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e2, e3, h4, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-jan-2022 to 30- jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that pyxis anesthesia es system screen unexpectedly stopped responding. A technical field specialist rebooted the station and installed windows updates. A technical field specialist repaired the anesthesia application, forced barcode scanner to port 3, and reviewed network card settings to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. The customer stated that the patient was on epidural and did not disclose the name of the affected procedure. The customer added that the required medications including several controlled substances were retrieved from another device and reported a 2-hour delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was the system's application required to be repaired. Due to being unable to view the station's screen remotely, the device was rebooted, operating system updates installed and the application was repaired to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. The customer stated that the patient was on epidural and did not disclose the name of the affected procedure. The customer added that the required medications including several controlled substances were retrieved from an another device and reported a 2-hours delay. There were no adverse events or injuries reported based on this event.